Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving multiple shocks. Upon interrogation, it was noted that right ventricular lead exhibited myopotential oversensing. A x-ray was performed and it was found that the lead was dislodged into the pocket area. The device was reprogrammed as a temporary solution. On (B)(6) 2020 the lead was explanted and replaced. The patient was stable post procedure.